Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Complaints text: on 10/09/2020 at 09:52:12. Erp_rfc_user related svn (B)(4). Complaints text on 10/09/2020, at 09:47:54. (B)(4) referenced report provided to medtronic (pos department on 10/08/2020- forwarded to medtronic 24-hour technical support department / incident date from (B)(6) 2020. Malfunctions: battery life diminished, no delivery alarms complains: repeated bg loops, calibration for no reason. Declined transfer to 24 hr hlp line --end report--- 1st attempt: successful patient says she cannot talk right now patient request for a call back later advised the patient that someone will call her later today.